Manufacturer narrative:
This report is for an unknown drill bit unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that the sterile drill bit broke during the second screw attachment to the drill without constraint or use of force at the beginning of the procedure. The portion of the drill bit (approx. 3 mm) was removed from the patient's wrist with no clinical consequences. Another kit was used to complete the procedure. Concomitant device: unknown screws trauma (part# unknown, lot# unknown, quantity# 1). This report is for one unknown drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage. Visual inspection: the drill bit ø1.8 f/qc (p/n 03.111.113s lot h287754) was received showing a portion of the distal drill tip broken off. The broken off fragment was returned. No other issues were identified with the returned components of the device. The complaint condition is thus confirmed. Device failure/defect identified? Yes: the device failure/defect of broken tip was identified during the investigation and is related to the reported complaint condition. Confirmed? Yes, the device is broken. Document/specification review: the related drawings are reflecting the manufactured and current revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the overall complaint can be confirmed as device was found to be broken. While no definitive root cause could be determined, it is possible that the device encountered unintended forces, dense bone, and/or rough handling/technique during device use by the operator. The drill bit likely yielded, deformed, then fractured. Per the event description, there is a possibility that the missing fragments remained in the patient. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part number: 03.111m113, lot number: h287754, part manufacturing date: february 15, 2017, manufacturing site: elmira, part expiration date: n/a, nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot h287754 of drill bits, quick coupling was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot 9942927 met all specifications with no issues documented that would contribute to this complaint condition. Device history review. A review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. G5: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) drill bit ø1.8 f/qc.